Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d10, g4, g7, h2, h3, h4, g6, h8, h10. Review of the most recent repair record determined the blades on the comb were damaged. The comb was replaced and resolved the reported issue. Review of the previous repair record identified the comb was damaged and replaced, which is related to the reported event. The device was tested and found to be functioning to specification prior to release to the customer. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during testing the device was found with damaged bent blades. There was no harm involved. No adverse events were reported as a result of this malfunction.